Manufacturer narrative:
Exact date unknown, event occurred one month from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was sitting on the sacroiliac which caused discomfort and was described as rubbing against the bone. The patient underwent a revision wherein the ipg was relocated and the patient was doing well postoperatively.